Event description:
In 2005 medical affairs became aware of a failure of this meter to be non-user-changeable. One touch meter was in the wrong unit of measurement (mmol/l instead of mg/dl) and reported a result of 6.8 mmol/l (122 mg/dl). It was verified during troubleshooting that this was not a new product. The user changed the unit of measurement and it was reset to mg/dl during troubleshooting. She did not receive any medical attention or treatment. A replacement meter was sent to the lay user/patient.